Manufacturer narrative:
(B)(4). The device lot number was reported to be either 14e15v484 or 14g15v162. Lot 14e15v484 was manufactured 05/12/2014 and lot 14g15v162 was manufactured 07/11/2014. A batch review was conducted on both potential lot numbers (14e15v484 and 14g15v162) and there were no deviations found related to this reported condition during the manufacture of either lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that solution sprayed out of a clearlink continu-flo set through a pinhole in the tubing. This occurred during infusion of epirubicin. There was no patient injury or medical intervention associated with this event. No additional information is available.